Event description:
The far end of the inspiratory breathing limb was missing an additional temperature probe tee connector. The second temperature probe was connected to the y port. The inspiratory breathing limb touched the expiratory limb. Because the two limbs touched, the inspiratory limb melted and a leaky hole was created in the circuit. The expiratory limb also melted but did not have a hole.the breathing circuit should be equipped with a temperature probe away from the y connector. By connecting the temperature feedback at the y connector, it can cause the heater to keep heating, since the feedback temperature at the y always fluctuates due to the temperature change every time the patient breathes in and out.====================== manufacturer response for universal neonatal heated ventilator breathing circuit, hudson rci======================recommended to replace with a different kind of circuit.